Event description:
It was reported that a cartridge cracked during use and a portion of it broke off and became lodged inside the ilet, and the piece could not be removed. No reported clinical signs, symptoms, or injury. Outcomes included information that was insufficient to determine any impact. Customer care provided support by following up with the user on the complaint details without success. Investigation of this case revealed a device fracture associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.